Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a visual inspection of the pump showed that the keypad cover was damaged. During testing, the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was removed and evidence of contamination was found under the key contacts. Additionally, the battery compartment was observed to be cracked. The display was missing pixels. A test display was installed and functioned properly.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. Reportedly, there was damage to the keypad cover. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.